Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Serial number (B)(4), lot number 62745. The reported events of incorrect placement and conjunctival hemorrhage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported an ov subconjuctiva was used to create bleb and swept subconjunctiva. Xen®45 gts was implanted but could not be viewed in the anterior chamber. Physician tried to adjust xen®45 gts back into the anterior chamber. Sub conjunctiva haemorrhage was noted but resolved quickly with tamponade. Part of the xen®45 gts was sheared off. Surgery was completed with a 2nd n®45 gts. Events have been resolved. The device remains implanted in the unknown eye.